Manufacturer narrative:
Info was received on medwatch form #(B)(4). Dimensional analysis of the returned instruments found the devices confirming where measured. Upon visual inspection, all parts seem to function and mate properly, with minor scrapes and scratches typical of regular use in the field. The sales rep mentions that he believes the surgeon may have used a larger reaming collet by mistake, which would allow the patella drill guide to come in contact with the bone by mistake. Without additional info, the exact cause cannot be conclusively determined at this time. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that while using the patellar resurfacing instrumentation, the round patella centering caliper allowed the drill bit to drill too deep and perforate the patella anterior cortex. Three drill holes perforated the patella.